Manufacturer narrative:
Correction: h6: codes should reflect programming changes

Event description:
It was reported that a patient presented in-clinic with far r-wave over-sensing resulting in inappropriate automatic mode switch. Corrective programming changes were made. The patent was stable throughout.